Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services scrapped the faulty baton.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image flickered and displayed a bunch of colors without showing the image when the cable was flexed near the handle of the baton. A delay of unknown duration occurred during the procedure as a back-up glidescope was obtained. No harm to patient or user was reported.